Event description:
The customer reported that the cpu (central processing unit) of the acuity central station patient monitoring system could not be successfully powered on. There were no patients connected to the system at the time the problem was observed.